Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 49 mg/dl back to back with a result of 79 mg/dl when testing was performed on the aviva system. The exact timeframe between tests was not provided other than the reference to back-to-back testing. No actions were reported taken and no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.